Event description:
It was reported the patient's scs ipg was explanted and replaced due to being non-functional as a result of the inability to establish communication with the charging system and the patient programmer. Stimulation was restored with the surgical intervention. Product will not be returned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.